Event description:
It was reported that the patient presented with mild "incomplete bladder emptying, pvr of 120+ ml." No intervention has been performed and the status of the event was reported as "continuing" as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
The patient condition existed prior to device implantation and is not device or procedure related.

Event description:
Additional information received indicated that upon reviewing the patient's chart it was found that the patient had the problem of incomplete bladder emptying in 2010, prior to her sling implantation. However, this was not included on the patient's baseline medical history form. Therefore, the condition has been added to the patient's baseline history and the adverse event has been removed. No further patient complications have been reported in relation to this event.